Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, inappropriate auto mode switching episodes due to far-r oversensing were observed. Programming changes were made. Patient was in good condition throughout.